Manufacturer narrative:
(B)(4). Eval method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event related to pt condition. Analysis: upon receipt at medtronic's quality laboratory, several pledgets remained attached to the existing sewing ring on the inflow. All leaflets were slightly stiff but flexible except where host tissue extended on the inflow. Glistening off-white pannus remained attached to the existing sewing ring on the inflow, extending over the tissue and base stitching, into all inferior coaptive areas and 1 to 4 mm onto all cusps, significantly reducing the inflow orifice area. Pannus was noted on the outflow rail of the left cusp extending slightly onto the left right commissural area on the left cusp side. Tan thrombotic host tissue was noted on the left right commissural area. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this valve met all mfg specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a pt related condition.

Event description:
Medtronic received info that this bioprosthetic valve, implanted 4-5 years, was explanted due to high gradient. It was reported that at explant the valve seemed to be intact without any structural defects. The valve was replaced with a mechanical valve. The pt was (B)(6) years old at implant and (B)(6) at explant. There were no adverse pt effects.